Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), greater trochanteric pain syndrome ("trochanteric bursitis"), piriformis syndrome ("right piriformis syndrome") and device breakage ("she still has fragments of the left device inside her body") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("she still has fragments of the left device inside her body"). The patient had a medical history of drug hypersensitivity and nickel sensitivity. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), greater trochanteric pain syndrome (seriousness criterion hospitalisation), piriformis syndrome (seriousness criterion hospitalisation), swelling ("swelling"), hypersensitivity ("allergic reactions"), sciatica ("right sciatica"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), musculoskeletal pain ("pain in her buttock"), pain in extremity ("pain in lateral and upper regions of right thigh"), back pain ("lumbago") and device breakage (seriousness criterion medically important). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, device breakage, dizziness, fatigue, greater trochanteric pain syndrome, headache, hypersensitivity, musculoskeletal pain, pain in extremity, pelvic pain, piriformis syndrome, sciatica and swelling to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), bursitis ('trochanteric bursitis') and piriformis syndrome ('right piriformis syndrome') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and drug hypersensitivity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bursitis (seriousness criterion hospitalization), piriformis syndrome (seriousness criterion hospitalization), swelling ("swelling"), hypersensitivity ("allergic reactions"), sciatica ("right sciatica"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), musculoskeletal pain ("pain in her buttock") and pain in extremity ("pain in lateral and upper regions of right thigh"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bursitis, piriformis syndrome, swelling, hypersensitivity, sciatica, headache, fatigue, dizziness, musculoskeletal pain and pain in extremity outcome was unknown. The reporter considered bursitis, dizziness, fatigue, headache, hypersensitivity, musculoskeletal pain, pain in extremity, pelvic pain, piriformis syndrome, sciatica and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), greater trochanteric pain syndrome ("trochanteric bursitis"), piriformis syndrome ("right piriformis syndrome") and device breakage ("she still has fragments of the left device inside her body") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of back pain, anemia, ovarian cyst, abdominal pain, drug hypersensitivity and nickel sensitivity. Previously administered products included: novaplus t and desogestrel. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), greater trochanteric pain syndrome (seriousness criterion hospitalisation), piriformis syndrome (seriousness criterion hospitalisation), swelling ("swelling"), hypersensitivity ("allergic reactions"), sciatica ("right sciatica"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), musculoskeletal pain ("pain in her buttock"), pain in extremity ("pain in lateral and upper regions of right thigh"), back pain ("lumbago"), device breakage (seriousness criterion medically important) and complication of device removal ("she still has fragments of the left device inside her body"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, complication of device removal, device breakage, dizziness, fatigue, greater trochanteric pain syndrome, headache, hypersensitivity, musculoskeletal pain, pain in extremity, pelvic pain, piriformis syndrome, sciatica and swelling to be related to essure administration. The reporter commented: discrepancies noted in essure insertion date: (B)(6) 2017. Discrepancies noted in essure removal date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-aug-2022: quality safety evaluation of ptc. 03-jan-2023: plaintiff fact sheet received. Medical history added. 19-jan-2023: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), bursitis ('trochanteric bursitis') and piriformis syndrome ('right piriformis syndrome') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and drug hypersensitivity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bursitis (seriousness criterion hospitalization), piriformis syndrome (seriousness criterion hospitalization), swelling ("swelling "), hypersensitivity ("allergic reactions"), sciatica ("right sciatica"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), musculoskeletal pain ("pain in her buttock") and pain in extremity ("pain in lateral and upper regions of right thigh"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bursitis, piriformis syndrome, swelling, hypersensitivity, sciatica, headache, fatigue, dizziness, musculoskeletal pain and pain in extremity outcome was unknown. The reporter considered bursitis, dizziness, fatigue, headache, hypersensitivity, musculoskeletal pain, pain in extremity, pelvic pain, piriformis syndrome, sciatica and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), greater trochanteric pain syndrome ('trochanteric bursitis'), piriformis syndrome ('right piriformis syndrome') and device breakage ('she still has fragments of the left device inside her body') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "she still has fragments of the left device inside her body". The patient's medical history included nickel sensitivity and drug hypersensitivity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), greater trochanteric pain syndrome (seriousness criterion hospitalization), piriformis syndrome (seriousness criterion hospitalization), swelling ("swelling"), hypersensitivity ("allergic reactions"), sciatica ("right sciatica"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), musculoskeletal pain ("pain in her buttock"), pain in extremity ("pain in lateral and upper regions of right thigh"), back pain ("lumbago") and device breakage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy) with essure was removal on (B)(6) 2019. At the time of the report, the pelvic pain, greater trochanteric pain syndrome, piriformis syndrome, swelling, hypersensitivity, sciatica, headache, fatigue, dizziness, musculoskeletal pain, pain in extremity, back pain and device breakage outcome was unknown. The reporter considered back pain, device breakage, dizziness, fatigue, greater trochanteric pain syndrome, headache, hypersensitivity, musculoskeletal pain, pain in extremity, pelvic pain, piriformis syndrome, sciatica and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: events "lumbago" and " she still has fragments of the left device inside her body" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.